Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of an unspecified medication. The infusion finished 7 hours earlier than expected and the bag was found empty. The medication was intended to infuse at a rate of 4.17 ml/hour with a volume to be infused of 100 ml. The infusion was from 17:09 to 10:44 the following day. There was patient involvement but no harm.